Event description:
It was reported that the system would intermittently not produce x-rays. It could or did result in the termination and/or rescheduling of an interventional procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the table generator interface. The system operates as intended.